Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown insertion instrument/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent a minimally invasive transforaminal lumbar interbody fusion (mis-tlif) surgery on (B)(6) 2019. During the procedure, the opal cage 10 x 13 x 28 was released in the retroperitoneal area. Doctor used the opal implant holder, with pistol grip. Before inserting the opal cage into the disc space, the nurse checked that the opal cage was fixed to the implant holder. When the doctor introduced the box into the space and saw that it was too deep, he tried to recover it, but the implant holder came out without the box. The decision was made to leave the cage in place. Procedure outcome and patient status are unknown. This report is for an unknown insertion instrument. This is report 2 of 2 for (B)(4).